Manufacturer narrative:
This report is submitted on june 22, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the implant magnet. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.